Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor (icm) could not be interrogated via bluetooth (ble) telemetry. The patient was asymptomatic. Information provided noted the icm did send a transmission to merlin.net which was used as the patient's report. There were no reported patient consequences.

Event description:
Additional information received indicated that the icm was able to be interrogated after the bluetooth dongle was replaced. There were no reported patient consequences.